Manufacturer narrative:
(B)(4). Health canada reference number: (B)(4). The reported complaint of catheter leaked in use is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "temporary transvenous pacemaker inserted and despite the backflow valve/tuohy-borst adapter" in situ" and "sheath has back flow of blood and IV fluid. This is a user error versus an equipment malfunction because we have had this happen a few times lately." Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). Health canada reference number:(B)(4).

Event description:
It was reported that "temporary transvenous pacemaker inserted and despite the backflow valve/tuohy-borst adapter" in situ" and "sheath has back flow of blood and IV fluid. This is a user error versus an equipment malfunction because we have had this happen a few times lately." Patient condition unknown at time of report.